Event description:
Boston scientific received information that this during a procedure for another manufacturer's left ventricular (lv) lead the tip of the whisper guidewire broke off inside the patient's inferior lateral vasculature. The tip of the whisper wire was unable to be removed. There were no plans for additional intervention to remove the retained wire.

Manufacturer narrative:
At this time the remaining portion of the whisper guidewire has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.